Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. A sample container with iol (intraocular lens) inside was received loose in a plastic bag. The optic has been split/cut in two and has a small piece missing. Solution is dried on the iol. Both haptics are intact. The file states that in hcp (healthcare professional) opinion the product did not cause/contribute to the event. It is considered that the multifocal iol did not fit the eye." The multifocal iol was not a suitable selection for the patient. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. "It is considered that the multifocal iol did not fit the eye, the multifocal iol was not a suitable selection for the patient". Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating lens was explanted replaced with non company lens.

Event description:
A physician reported with a description of lens defect was observed after intraocular lens (iol) implantation, and the surgery was completed without product replacement. Lens still remains in the patient's eye. Lens explant was planned due to unspecified reason. Additional information was requested and received there was decreased visual acuity. Symptoms are still continuing. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9. Corrected information provided in h.6. On initial MDR the patient code of e2401 was submitted, it should have been e083901 and product code of b22 was submitted, it should have been b14 on the original MDR. The manufacturer internal reference number is: (B)(4).